Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred, follow by an unexpected reset of the pump two days later. Additionally, customer received an alarm 9 (overfill of cartridge) while performing the load sequence with multiple cartridges. Customer reported that cartridges were not overfilled. There was no impact to the customer's blood glucose level. Customer reverted to manual injections for management of blood glucose levels.